Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, the up arrow, down arrow and ok buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Unrelated to the original complaint, the vibratory alarm was not operational. On investigation, the vibration motor was found to be misaligned. Also unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad.